Event description:
Reporter stated the infusion device did not correctly provide an e1 error when the insulin cartridge was empty. The customer experienced blood glucose in the "low 20s" mmol/l and had a ketone measurement of 0.8, his mother planned to inject insulin via pen. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).